Event description:
It was reported that during the safety check of the cardiosave intra-aortic balloon pump (iabp) display needs to be replace. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.

Event description:
It was reported that during the safety check performed by a getinge field service technician (fst) of the cardiosave intra-aortic balloon pump (iabp) and successful installation of the d.00 software update the touch display of the device was damaged and the display needs to be replaced. The touch left the control panel and could not be calibrated. There was no patient involvement.

Manufacturer narrative:
Corrected fields: b5, d5, e1, e2, e3, e4, g2 (remove health professional, user facility), h6 (medical device - problem code). The getinge field service engineer (fse) that encountered the issue, inspected the device and troubleshooting revealed the error builds up over the application period. This means that the touch display is getting worse and worse / not at all the warmer it gets and the longer it is in use. The touch function moved further and further outside the display and from a certain point in time the display was completely without function (touch function). The fse replaced the lcd 19 inch touch and the test values are within the limits. Functional test and test run were ok.